Event description:
A customer reported a footswitch issue during surgery. The footswitch upper left button could not be activated. There was no system message displayed. The surgery was completed without delay. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The footswitch interface printed circuit board (pcb) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming footswitch interface pcba, which was most likely the result of system wear. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).